Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802300 ¿ modular neck ¿ 6395804, 65771301200 ¿ modular femoral stem ¿ 63771596, p0460p50 ¿ avan reld acetabular shell ¿ 001215954, p0561e50 ¿ avan e1 insert ¿ 001231005. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the surgeon did not approve of return. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient underwent a revision approximately 2 months post implantation due to infection. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.